Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis of the lead confirmed high impedances on electrodes 1 to 8. The patient will undergo a lead replacement.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis of the lead confirmed high impedances on electrodes 1 to 8. The patient will undergo a lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement and was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.